Event description:
The customer reported that their wireless telemetry is down and showing communication loss on the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that gz telemetry system was down - experiencing communication loss as displayed on the cns. The loss of communication between the bedside and the cns affects live data, ECG and alarm functionality. This may result in overlooking patient's condition. The cns device is designed so that when there is a communication breakdown, a message on the screen notifies the user of the issue: "communication loss." Service requested/performed: troubleshooting. Investigation summary: the overall risk score is medium. Although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required.

Manufacturer narrative:
The customer reported that their wireless telemetry is down and showing communication loss on the central nurse's station (cns) while monitoring gz transmitters. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical products: the following devices were being used in conjunction with the cns: gz transmitters.

Event description:
The customer reported that their wireless telemetry is down and showing communication loss on the central nurse's station (cns).